Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an unknown implantation period. According to the event description it was determined during nail removal that the patient had developed a pseudarthrosis. Pseudarthrosis presents an insufficient bone healing which is defined with impaired healing after 6 months or more. Insufficient bone healing is regarded being related to the patient¿s condition. The original posterior bridge of the lag screw drill hole had been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. In this case the limited extent of the bearing points on the lag screw identified no lateralization of the lag screw. Referring to the damages in the edge of the superior sliding flute of the lag screw and referring to the damage of the top of the set screw it was rather suggested that the lag screw had been locked statically. Off-centred position of bearing points in the nail¿s proximal drill hole support that the lag screw had been in an unintended position. Dynamic locking is a promoted feature of the gamma3 system. Referring to available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
The customer reported that the patient was having her gamma 3 long nail removed and allegedly when they removed the nail, they found out that the nail was broken and that the patient allegedly has a pseudoarthritis.

Event description:
The customer reported that the patient was having her gamma 3 long nail removed and allegedly when they removed the nail, they found out that the nail was broken and that the patient allegedly has a pseudarthritis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.